Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The lead bipolar pacing impedances were around 1400 ohms near mid (B)(4) 2013.

Event description:
It was reported that the lead was repositioned three days post implant to try to improve the bipolar pacing. Then at a routine follow up, it was noticed the lead had an unusual different between bipolar and unipolar impedances and pacing threshold. The unipolar was 700 ohms with 0.25 volts threshold compared to bipolar was 1428 ohms with 1.75 volts threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Adsr01 implantable pulse generator 2013-(B)(6). (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.